Event description:
According to the reporter, during an open pancreaticoduodenectomy resection, when cutting the stomach, the tissue was clamped. The green button was pressed and an attempt was made to perform the resection. In the first firing, when the 60mm purple reinforced reload was used, it was unable to be fired since the tissue was thick. Then it was replaced with a 60mm black reinforced reload. When it was fired again, it was unable to be fired as the handle was unable to be squeezed. The firing was tried many times but a crack sound was heard in the middle and then the handle became unable to be used. Another set of handle and reload were used and this time, the stomach was clamped but it could not be clamped and even when the handle was squeezed, the tip opened. A linear cutter from a competitor's product was then taken out and the stomach was resected. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60amt; egia60amt egia 60 artic med thick sulu; (lot number: unknown) sig60axt; tri 2.0 sig60axt 60 xtra thk 15mm; (lot number: unknown) egiaushort; egiaushort endogia ultra univ sht stap; (lot number: p4l0796) sigtrsb60axt; sigtrsb60axt 60mm xtr thk reinforced rel; (lot number: n5e1975y) egiaushort; egiaushort endogia ultra univ sht stap; (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged, the sled and staples visible at the 4.2 cm cut line, the jaw in the open position, and staple pushers visible at the 4.8 cm cut line. Functional testing found that the jaws were unable to fully close due to a deformed anvil. After overriding the interlock, the reload was applied to test media, all remaining staples were placed, and the media was successfully transected. The reload interlock was subsequently tested and found to function properly. It was reported that the reload was unable to be fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range. This issue may also occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly rev iewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.